Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic lobectomy procedure, air leaked continually. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of three devices.